Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 5/25/2017 with the following findings: a review of the pump¿s black box data showed frequent low battery warnings. During testing, the ¿ez-prime¿ steps were performed correctly but the current draws were above specification. The pump¿s cover was removed and there was moisture damage found on the printed circuit board. The initial ¿short battery life¿ complaint was duplicated during the investigation due moisture damage. (B)(4).